Event description:
The device was being used on battery power to administer external pacing to a patient being transported from the emergency room to the ep lab for an emergency pacemaker implant procedure. Approximately 30 seconds after the device was turned on, a low battery warning message was displayed. Approximately 15 seconds later, the device shut off and could not turned back on until another battery was made available and used. A pacemaker was subsequently implanted successfully, however, the patient later expired. The reporter indicated the alleged malfunction did contribute to the patient's death.